Event description:
Had breast implant and lift. Had 2 blood clots within hours of surgery. As the years have gone on I have continued to get sicker and sicker dispute living a healthy lifestyle. Now have been diagnosed with breast implant illness. I can no longer drive or take care of my children. I can hardly be out of bed for more than 2 hours at a time. I have never been so sick in my life. I have more than 20 symptoms. I have seen over 10 doctors and had every test you could imagine run. FDA safety report ID# (B)(4).